Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see cer (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: during the ventilation in asv mode the ventilator shitch off itself stopping the ventilation. The doctor ventilate the patient manually.

Event description:
The following was reported to hamilton medical ag: this complaint has been received as: "during the ventilation in asv mode the ventilator shitch off itself stopping the ventilation. The doctor ventilate the patient manually. The ventilator make a reboot but the boot sequence stops. The last maintenance was performed on 7th august 2023. Plaese keep in mind that the date in the log files have one day more so the event is registered in the log file at 23-09-23."

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the allegation in this complaint was confirmed to be a complaint. The ventilator didn`t work as intended due to an communication issue on the vu esm. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. No patient, user or third party harm was reported. The root cause could not be determined as the unit passed a 4 week benchtest without issue. The most like root cause is believed to be an temporary issue with the i2c-bus itself or its participating components. The case is deemed as single case, so no further action is needed.

Event description:
The following was reported to hamilton medical ag: this complaint has been received as: "during the ventilation in asv mode the ventilator switch off itself stopping the ventilation. The doctor ventilate the patient manually. The ventilator make a reboot but the boot sequence stops. The last maintenance was performed on (B)(6) 2023. Please keep in mind that the date in the log files have one day more so the event is registered in the log file at 23-09-23."

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: correction in conclusion 24.06.2024: the allegation in this complaint was confirmed to be a complaint. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. No patient, user or third party harm was reported. The root cause could not be determined as the unit passed a 4 week benchtest without issue. The most like root cause is beliefed to be an temporary issue with the i2c-bus itself or its participating components. The case is deemed as single case. The ventilator didn`t work as intended due to an communication issue on the vu esm.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: correction in conclusion 24.06.2024: the allegation in this complaint was confirmed to be a complaint. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. No patient, user or third party harm was reported. The root cause could not be determined as the unit passed a 4 week benchtest without issue. The most like root cause is beliefed to be an temporary issue with the i2c-bus itself or its participating components. The case is deemed as single case. The ventilator didn`t work as intended due to an communication issue on the vu esm. Hamilton medical ag complaint number: (B)(4). Follow-up 3 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: this complaint has been received as: "during the ventilation in asv mode the ventilator shitch off itself stopping the ventilation. The doctor ventilate the patient manually. The ventilator make a reboot but the boot sequence stops. The last maintenance was performed on (B)(6) 2023. Plaese keep in mind that the date in the log files have one day more so the event is registered in the log file at (B)(6) 2023."